Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that in a universal triatholon baseplate placement , augment lock screws would not screw in properly and were cemented in at request of surgeon. There was no surgical delay. It was also reported that this case was a revision of a cement spacer and that no further information is available.